Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer called stating that the entire brush head came off in his/her mouth. No injury was reported.